Event description:
A 77 year old female had a pacemaker implanted in 1988. She had been working outside recently plus not taking her medication and subsequently passed out at home. She was brought to the hospital for evaluation. At first the reason for her syncope was unclear, but a pacemaker check showed battery decay. During surgery for battery replacement, it was also noted that the ventricular lead was displaced and only capturing intermittently. This was replaced also, since it was felt to be a factor in the battery decay/depletion.